Event description:
It was reported that the user experienced hyperglycemia while using an inset infusion set, and upon removal the cannula was observed to be bent; customer care guided a site change and advised following the ketone action plan, and a contact detach set was requested due to repeated inset issues. Symptoms included feeling unwell and the presence of high ketones. Outcomes included elevated blood glucose over 400 for a few hours without the need for professional medical intervention or back-up therapy. Investigation included customer support troubleshooting and education, verification of shipping information, and confirmation of a successful supply change. Investigation of this case revealed a bent infusion cannula consistent with infusion set insertion or occlusion issues, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.